Event description:
A customer from the united states reported to biomérieux a misidentification of campylobacter jejuni as campylobacter lari for a patient feces sample, in association with the vitek® ms ((B)(4)). The customer reported the isolate was tested twice with vitek® ms and the result was campylobacter lari. The customer performed an orientation test resulting in oxidase positive, thin curved gram negative rods. The organism was subcultured to new campy cva agar with naladixic acid (s) & cephalothin (r), incubated at 42c° for 24 hours. The customer reported the organism is susceptible to nalidixic acid and campylobacter lari is not according to bailey & scott's publication. The customer stated biochemical testing fits the campylobacter jejuni identification. The customer stated that campylobacter species was reported to the physician and there was a one day delay for reporting results. The customer reported patient results were affected and the patient was not harmed or treated incorrectly. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer from the united states had reported to biomérieux a misidentification of campylobacter jejuni as campylobacter lari for a feces sample, in association with the vitek® ms instrument (ref 410895). The isolate was tested twice with vitek® ms, and the result was campylobacter lari. The customer performed orientation/biochemical testing and stated that the results fit the identification of campylobacter jejuni. An internal biomérieux investigation was performed, which included analysis of the data logs submitted by the customer. The customer submitted the isolate as well. Testing and results on the isolate included: on vitek® ms, all spots gave 99.9% identification to campylobacter lari. On api campy strips, results were a low discrimination between helicobacter cinaedi and campylobacter lari. 16s sequencing (reference method) was performed, and it gave an excellent identification to the species campylobacter lari/coli (100%). Conclusion on the system: the system was operational during the tests. Conclusion on the identification: sequencing 16s (reference method) was performed, and it gave an excellent identification to the species campylobacter lari/coli (100%). Note: according to the manual of clinical microbiology, 11th ed. There is no definitive test to separate these two species. The quality control lab reproduced the vitek® ms customer results, (very good identification to campylobacter lari 99.9% on vitek ms v2 v2.0 kb and vitek® ms v3 kb v3.0), which confirmed 16s sequencing result. Suspected root cause of the issue: vitek® ms v2 (kb v2.0) performed as intended. Vitek® ms v2 gave the correct identification.